Event description:
It was reported that the distal end of the catheter including the balloon remained in the pt when the device was removed. The target lesion was the anterior tibial artery. The lesion was highly calcified. The balloon was inflated was 1:2 contrast: saline solution. After use the device was deflated. The physician was initially unable to remove the device from the pt. The physician then pulled the device, but it was noted that the distal end of the catheter including the balloon remained in the pt. The pt required surgery the following day to have the balloon removed. Reportedly, when the device was removed, large amounts of calcification were noted on the exterior of the balloon. The pt was stable following surgery.

Manufacturer narrative:
The device has not yet been returned for eval. The investigation is currently in progress. Uf/importer report number: (B)(4). (B)(6).